Event description:
It was reported that the patient presented for a generator changes procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited failure to capture, noise oversensing resulting in an inappropriate automatic mode switch (ams) and undersensing. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.